Event description:
It was reported that a customer experienced "air detector errors." There was no report of patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed both air-in-line and reload set messages in the history log. It was determined that the cause of these messages were cracks in the upstream sensor. The upstream sensor assembly was replaced.